Manufacturer narrative:
Additional information: d10, h3 plant investigation: the sample was returned to the manufacturer for analysis. During the disinfection of the actual sample, a leak was confirmed in cassette film. The reported event was confirmed during sample evaluation. The actual sample was visually inspected in the microscope and was found a hole in the cassette film. The device history record (DHR) of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found.

Manufacturer narrative:
Correction: h6 conclusion code changed to cause not established.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 3 of 4 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Technical support recommended the patient reboot the cycler then a power fail recovery failed message was displayed. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported fluid leak occurred inside the cassette door. Per the clinic¿s procedure, the patient was prescribed two prophylactic antibiotics (types unknown, intraperitoneal, solution bag, 6 hour dwell then drain for each). The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however skipped peritoneal dialysis treatment in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cassette and the original cycler are available to be returned to the manufacturers for physical evaluation.